Event description:
Pt with decreased neck rom (range of motion) was seen in physical therapy and received moist heat treatment with properly padded hot pack for 10 minutes. Pt with intact skin and sensation tested prior to treatment never complained moist heat too hot. Pt did reposition hot pack several times during treatment. After removal at 10 mins, mild skin redness noted. Several hours later, pt called to report 2cm x 2cm blister on right superior shoulder.